Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred while the customer was sleeping. Ultimately, the altitude alarms were successfully cleared and insulin deliveries were resumed. Customer's blood glucose level was not impacted.